Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urinary retention and urge incontinence. It was reported by an advanced evaluation patient that when they had plugged their programmer in to charge the stimulation went from 0.5 to 1.7 really quick and it was uncomfortable. The patient stated they had turned it down to a comfortable level. The patient stated they had taken a pain pill when they got home from their procedure. On (B)(6) 2019 the patient called the support link inbound line and symptom information was collected to the current date of the call. The patent increased the stimulation to .6 and it was noted they were seeing improvement: longer periods between voids and a good stream. The patient reported they were still feeling a little pain but not much. The patient was advised to contact their health care physician (hcp) for medical support. On (B)(6) 2019, the patient reported they were having a real problem with their bowels and that they had to take a laxative. The patient stated they had a really tough time sleeping the night prior to the call as the strap had been hurting them and they were unable to lie on their back. The patient stated they were on the phone with the hospital about an antibiotic. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp replied that the serial number of the external neurostimulator had been unknown and that the cause of the stimulation going from .5 to 1.7 and shocking the patient was also unknown. There were no further complications reported.